Event description:
Per the audiologist, the patient showed inconsistent auditory responses, no neural response telemetry and no electrical auditory brainstem responses. Results of an integrity test in 2006 confirmed normal receiver/stimulator and electrode function. A hi res-CT scan or MRI was recommended to evaluate the patient's auditory nerve function. The patient's device was explanted two months later. The patient was reimplanted with a new device the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.